Manufacturer narrative:
In a returned questionnaire, the physician indicated the following: there was a specific leakage site observed in the "tubing near pump", the doctor did not notice whether the tubing was kinked or twisted around each other when he opened the pocket, there was nothing noted in the positioning that may have caused stress(es) to the device, the patient had a "back brace", and the device did contact unshod, sharp instrumentation during or subsequent to removal, "but after tubing beak was noted." The entire device was received and evaluated by the MFR. During functional testing, a leak was observed in the non-serialized pump tubing near the distal connector. General observation, and microscopic examination of the device was performed. The cross sectional surfaces of the separation site were rough and irregular, indicating a tubing tear. The pump's tubes were received overlapping one another. Abrasion was noted on both tubes at the point of overlap. Based on the received information and quality assurance's evaluation, qa concludes the following: the device was removed due to a tubing tear on the serialized pump outlet, the tear was caused by stress(es) experienced by the device while in-vivo, and the stress(es) were contributed to by the device's positioning while in-vivo.

Event description:
Per the info provided by the physician's office, the device was removed due to "broken tubing leading to cylinder", secondary to a "malfunction". As reported to co, the entire device was removed and replaced with a co 3-piece inflatable penile prosthesis.